Manufacturer narrative:
Updated data: additional information was received that access was achieved on the left femoral artery and the injury occurred on the left side when the dcs was advanced. The minimum diameter of the vessel, where advancement of the dcs was difficult, was 5.2mm x 5.8mm. Per the physician, the dcs contributed to the injury. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned for analysis and no procedural films or images were submitted for review. Difficulties advancing the dcs through the access vessel are known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the minimum diameter of the vessel, where advancement of the dcs was difficult, was 5.2 millimeter (mm) x 5.8 mm. Per the instructions for use (IFU), patients must present with transarterial access vessels with diameters that are = 5.5mm for use with the device. Per the additional information received it was reported that ¿there is a possibility that because it was only measured with the computed tomography (CT) data of unclear image from the hospital where the patient was originally referred, the measurement value was mistaken.¿ this indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device issue. Vascular access related complications, such as bleeding are known potential adverse patient effects per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case difficulty was experienced advancing the dcs and multiple attempts were made. It was also noted that the minimum diameter of the vessel where advancement of the dcs was difficult was less than that required for use with the device per IFU. The IFU also states the following warning; ¿there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ therefore, the most likely cause for the vascular complication was patient anatomy. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was difficult to pass the delivery catheter system (dcs) from the left external iliac artery to the common iliac artery; multiple attempts were made, but were unsuccessful. The blood pressure dropped and cardiac arrest was noted. Hemorrhagic shock was suspected, a blood transfusion was administered and cardiopulmonary resuscitation (CPR) was initiated. An angiography was performed which showed a blood leak from an aneurysm rupture in the left common iliac artery. Two non-medtronic products were placed to address the bleeding which restored hemostasis. No additional adverse patient effects were reported.